Manufacturer narrative:
On 16-dec-2025, bwi received additional information indicating that the physician¿s opinion on the cause of this adverse event was that they do not want to continue using varipulse. The kind of intervention provided was error reporting, conversations, and trupulse testing. The outcome of the adverse event was reoccurrence of arrhythmia with additional ablation performed with competitive technology. The patient did not require extended hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After an atrial fibrillation ablation procedure with a varipulse catheter, the patient came back to the hospital in atrial tachycardia (atach). The devices used during the procedure were trupulse generator, carto 3 system and varipulse catheter. No further details were provided regarding the event.